Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to fluid invasion of the scope connector. Additional findings were as follows: there was no cut on switch 1; angulation was low; control knob had minor play; distal end plastic had dents; objective lens had a tiny chip; light guide lens had old glue over lens; and bending section cover had cracks. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had a blurry image, fuzzy screen. The event occurred during a procedure. There was no patient harm associated with the event.

Event description:
Further follow-up was provided indicating the procedure was extended by 10-15 minutes and completed with a similar device. A trapezoid was inserted that required a working channel of 3.2 millimeter minimum. There was no impact to the patient or to the outcome of the procedure, and no additional medical intervention was done.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the user facility and based on the legal manufacturer's final investigation. Please also see updates to b5, e2, e3, g2, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the subject device from leaked location, which caused blurry image temporarily and resulted in delay of procedure. How to detect abnormal image is described in the item of instructions for use (IFU) (operation manual) below: 3.8 inspection of the endoscopic system: inspection of the endoscopic image olympus will continue to monitor field performance for this device.